Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to elevated metal ion levels, metallosis and weak bone. It was reported that during modular head removal, the stem unexpectedly dislodged and caused a fracture to the greater trochanter. As a result, all components were removed and replaced and the procedure took 5 1/2 hours to complete.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2013-03356 / 03360).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Visual examination found the stem appeared to have been well fixed and substantial force may have been exerted during the attempted removal of the head/taper insert from the stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to elevated metal ion levels, metallosis and weak bone. It was reported that during modular head removal, the stem unexpectedly dislodged and caused a fracture to the greater trochanter. As a result, all components were removed and replaced and the procedure took 5 1/2 hours to complete. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to acetabular cup loosening, elevated metal ion levels, metallosis and weak bone. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral stem were removed and replaced. The cup and liner were replaced with competitor products. Additional information received in patient medical records report additional patient allegations of significant muscle soreness and aching and occasional clicking and popping noises. Operative report from the (B)(6) 2013 revision noted hemorrhage from soft tissue bleeding points, secondary to metallosis. Post-operative monitoring and follow up noted patient underwent an abductor tendon repair procedure on (B)(6) 2013 due to proximal migration of the abductor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As far as could be determined from visual analysis, the stem appeared to have been well fixed and substantial force may have been exerted during the attempted removal of the head/taper insert from the stem. However, no details of the surgical technique were provided and so the cause of the stem becoming detached during the surgery could not be determined. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.